Event description:
A nurse reported that a peritoneal dialysis (pd) pt presented at the emergency room on (B)(6) 2014 with a two day history of low blood pressures and low oxygen saturation at home. The pt stated that over the past 48 hours her blood pressure measured at 63 to 81 over 34 to 48 with a heart rate of 70 to 83. She also stated that her oxygen saturations were verified manually by her home health nurse. Her blood pressure was 110/47, heart rate 63, respiratory rate 18, temperature 98.3 and oxygen saturation 99% on 2 liters oxygen via nasal cannula. The pt was admitted for hypotension and hypoxia. The pt improved and was discharged.

Manufacturer narrative:
Based on the med records info, it appears that on(B)(6) 2014 the pt was admitted into the hosp with diagnoses of hypotension and hypoxia. The pt has a history of asthma and chronic pneumonia. The pt was treated with steroids and intravenous fluids and improved. Med records do not contain any flow sheets during this period of time to evaluate. There is no documentation in the med record that shows a malfunction in the liberty cycler. There is no documentation in the med record that shows a causal relationship between the pt's liberty cycler and the hospitalization for hypotension or hypoxia. A supplemental report will be submitted upon completion of plant's investigation.